Event description:
Additional information received from the rep indicated that the patient was scheduled for a cervical lead revision, but after speaking with the patient, the physician decided not to proceed with the surgery. The rep stated that the patient indicated the shooting armpain has gone away. The physician took another x-ray to confirm the cervical lead location. The x-ray showed the left lead at the bottom of c4 and the right lead at top of c2 and was still pleased with the location of leads. The patient did note that they had an increase of bilateral sciatica pain. They mentioned that that they have not been using her lumbar stimulator in fear that it would contribute to their cervical pain. To help with the sciatic pain, the rep reprogrammed the patient¿s lumbar ins, and the patient confirmed having good coverage. The physician wanted to give the patient more time to heal since the shooting symptoms have resolved, thus the device will remain off until their follow-up with the patient on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient was seen on (B)(6) 2020, and the patient notes that they no longer have shooting pain down their arms with the stimulator turned off or on. The rep noted that they reprogrammed the device, and the patient reports good stimulation in their left and right arm after programming. The patient is going to see how the new programs work for their pain, and has a follow-up appointment on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had shooting pain down her right arm and swelling in her neck. Patient had cervical scs implanted on (B)(6) 2020. The patient came into the clinic today to be assessed. The shooting pain occurred whether the ins was off or on. Hcp took an x-ray today to confirm lead placement and the left lead had come down 3 electrodes. Patient reported no falls or injuries since implanted. Hcp stated they had a difficult time with lead placement due to scar tissue and a previous fusion at c6-7 with hardware. Rep stated all impedances were within normal limits. Stimulation was turned off to see if that stopped the shooting pain however did not. Rep reprogrammed the patient from hd to ld settings. Hcp to let patient heal and will reassess next week (B)(6) 2020. Issue not resolved at this time.